Event description:
While boosting patient up in bed, femoral artery line disconnected. Alarm sounded immediately; I assessed and applied pressure to site attempting to kink open end of a-line. As the bleeding did not stop; I pulled the femoral line out below the sutures and applied pressure until hemostasis achieved. A suture removal kit was then used to remove the catheter from the skin. Post event, the tubing was assessed and found to have broken off at or near the connection port. This is the first time I've seen this type of tubing break off in this fashion.the patient had an estimated blood loss of <20ml's. Patient vitals remained unchanged. No hematoma or further s/s of bleeding occurred post event.